Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was noticed two tears in the posterior view, measuring approximately the tear a 1.0 cm and the tear b 0.5 cm.leak testing revealed there was leakage from the valve. No additional anomalies were observed. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were noted. The second product received is related to a concomitant device, therefore no further investigation is required. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/27/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on 9/27/2019 indicating the replacement device serial numbers are (B)(4) (r) and (B)(4) (l). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round high profile 380cc, catalog number: 3503380, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round high profile 380cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal and replacement with a saline mentor smooth round high profile 380cc, catalog number 3503380 on (B)(6) 2019.